Event description:
The patient underwent a hand-assisted laparoscopic splenectomy. During the procedure, and atw45 stapler was opened to the field for use. The surgeon fired the stapler, and it did not work. The nurse attempted a second load and the stapler misfired again. A new atw 45 was opened to field and worked appropriately.